Event description:
It was reported that this inflatable penile prosthesis had fluid leak. The cylinders were not inflating as usual. All the components were removed and replaced. No patient complications were reported.